Manufacturer narrative:
Patient information is unknown. Implant date is unknown. Explant date is unknown. Therapy date of concomitant device is unknown. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Without a lot number the device history records review could not be completed. The manufacture date is unknown device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the screw was implanted into the patient's bone. However, the surgeon decided to remove the screw in order to shift the plate and secure it to another location. During removal of the screw, the screw head broke off and the body of the screw was left implanted in the patient as it could not be removed. Screw body could not be removed, but screw head was removed. No surgical delay was reported. A new screw was used to secure the plate to the bone. No consequences for the patient. Concomitant part: unknown cmf plates. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: therapy date. 510k number. A product investigation was conducted. Visual inspection: the titanium low profile neuro screw (part # 400.834, lot # unknown, mfg # unknown) was inspected at us cq. Upon visual inspection, it was observed that the screw was broken at its second thread. The broken thread portion was not returned at us cq. The drive recess of the screw head had impact marks and no other issues have been identified. The received condition agrees with the complaint description. Dimensional inspection: dimensional analysis was performed on the titanium low profile neuro screw and the diameter of the head of the screw measured 2and it falls within the specification based on relevant drawing. Document/specification review: the relevant drawing(s) was reviewed; no design or manufacturing defect or deficiency was observed during the investigation. Material/hardness review: the material review could not be performed as the lot number is unknown. Investigation conclusion: the complaint condition is confirmed. While no definitive root cause could be determined it is possible that the screw encountered unintended forces during its removal process at the time of surgery as the drive recess of the screw head had impact marks. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Corrected data: device broke intra-operatively and was not fully implanted or explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.